Event description:
It was reported that the patient underwent an obtryx transobturator sling implant procedure performed on (B)(6) 2006. The patient presented an infected bladder sling. As well as 1 1/2 cm abscess with persistent purulent drainage on the right inguinal region. It was suspected that the infection was due to vaginal exposure secondary to her smoking habits. The patient was diagnosed with mesh exposure into the vagina, reactive fragments of squamous mucosa with areas of marked acute and chronic inflammation, fragments of mesh, and numerous bacterial aggregates. Due to the symptoms, the patient underwent a combination of transvaginal and inguinal exploration for total mesh removal on (B)(6) 2023. During the procedure, the sling was identified and exposed in the midline. The device was transected and dissected free of the surrounding tissue towards the left, until normal incorporation of the mesh was noted as the sling passed behind the pubic symphysis. Subsequently, the sling was dissected out on the right side of the patient, toward the area with the groin abscess. Initially, the right side of the sling was dissected as far as the pubic bone; however, while the groin dissection was being performed, the mesh arm was completely freed and removed. The vagina was copiously irrigated with gentamicin solution as it was confirmed that the was no additional mesh palpable or visible vaginally. A cystoscopy was performed, confirming normal appearance to urethra and bladder mucosa, without evidence of injury. On (B)(6) 2023, the patient returned for a post-op visit. She continued having some minor gray drainage from the right inguinal cleft wound; however, the wound was noted to be shallower than before. The physician noted the drainage might be due to granulation tissue, not a persistent infection. A silver nitrate treatment was applied in the clinic. On (B)(6) 2023, approximately 2 months after the sling excision and groin dissection, the patient still presented drainage at the groin wound site, and noted it remained pink. There was no indication of fever, pain, or malaise and no longer has vaginal discharge. There is also no leakage and no incomplete emptying sensation. However, the patient did describe the previous silver nitrate treatment as quite painful. There were no further patient complications. Additional information received on september 16, 2024: as a result of the implantation, it was noted that the patient experienced mesh exposure/erosion, severe hip and back pain, abnormal bleedings, further urinary problems, infected bladder sling, vaginal discharge, fistula, recurrent urinary tract infections, recurrent abscesses with purulent drainage, and loss of enjoyment of life.

Manufacturer narrative:
Blocks b5, h2, h6 (patient codes) and h11 (block h6 note below) have been updated based on the additional information received on september 16, 2024. Block h6: patient code e2006 captures the reportable event of exposure of the implanted vaginal mesh. Patient code e2326 captures the reportable event of acute and chronic inflammation. Patient code e1906 captures the reportable event of infected bladder sling. Patient code e172001 captures the reportable event of abscess. Patient code e231501 captures the reportable event of purulent discharge. Impact code f2303 captures the reportable event of silver nitrate treatment. Impact code f1905 captures the reportable event of mesh revision. Additional reportable codes noted: patient code e1310 captures the reportable event of recurrent urinary tract infection. Patient code e2330 captures the reportable event of severe hip and back pain. Patient code e2314 captures the reportable event of fistula. Patient code e0506 captures the reportable event of abnormal bleeding. Patient code e0206 captures the reportable event of loss of enjoyment of life.

Event description:
It was reported that the patient underwent an obtryx transobturator sling implant procedure performed on (B)(6) 2006. The patient presented an infected bladder sling. As well as 1 1/2 cm abscess with persistent purulent drainage on the right inguinal region. It was suspected that the infection was due to vaginal exposure secondary to her smoking habits. The patient was diagnosed with mesh exposure into the vagina, reactive fragments of squamous mucosa with areas of marked acute and chronic inflammation, fragments of mesh, and numerous bacterial aggregates. Due to the symptoms, the patient underwent a combination of transvaginal and inguinal exploration for total mesh removal on (B)(6) 2023. During the procedure, the sling was identified and exposed in the midline. The device was transected and dissected free of the surrounding tissue towards the left, until normal incorporation of the mesh was noted as the sling passed behind the pubic symphysis. Subsequently, the sling was dissected out on the right side of the patient, toward the area with the groin abscess. Initially, the right side of the sling was dissected as far as the pubic bone; however, while the groin dissection was being performed, the mesh arm was completely freed and removed. The vagina was copiously irrigated with gentamicin solution as it was confirmed that the was no additional mesh palpable or visible vaginally. A cystoscopy was performed, confirming normal appearance to urethra and bladder mucosa, without evidence of injury. On (B)(6) 2023, the patient returned for a post-op visit. She continued having some minor gray drainage from the right inguinal cleft wound; however, the wound was noted to be shallower than before. The physician noted the drainage might be due to granulation tissue, not a persistent infection. A silver nitrate treatment was applied in the clinic. On (B)(6) 2023, approximately 2 months after the sling excision and groin dissection, the patient still presented drainage at the groin wound site, and noted it remained pink. There was no indication of fever, pain, or malaise and no longer has vaginal discharge. There is also no leakage and no incomplete emptying sensation. However, the patient did describe the previous silver nitrate treatment as quite painful. There were no further patient complications.

Manufacturer narrative:
Block h6: patient code e2006 captures the reportable event of exposure of the implanted vaginal mesh. Patient code e2326 captures the reportable event of acute and chronic inflammation. Patient code e1906 captures the reportable event of infected bladder sling. Patient code e172001 captures the reportable event of abscess. Patient code e231501 captures the reportable event of purulent discharge. Impact code f2303 captures the reportable event of silver nitrate treatment. Impact code f1905 captures the reportable event of mesh revision.

Event description:
It was reported that the patient underwent an obtryx transobturator sling implant procedure performed on (B)(6) 2006. The patient presented an infected bladder sling. As well as 1 1/2 cm abscess with persistent purulent drainage on the right inguinal region. It was suspected that the infection was due to vaginal exposure secondary to her smoking habits. The patient was diagnosed with mesh exposure into the vagina, reactive fragments of squamous mucosa with areas of marked acute and chronic inflammation, fragments of mesh, and numerous bacterial aggregates. Due to the symptoms, the patient underwent a combination of transvaginal and inguinal exploration for total mesh removal on (B)(6) 2023. During the procedure, the sling was identified and exposed in the midline. The device was transected and dissected free of the surrounding tissue towards the left, until normal incorporation of the mesh was noted as the sling passed behind the pubic symphysis. Subsequently, the sling was dissected out on the right side of the patient, toward the area with the groin abscess. Initially, the right side of the sling was dissected as far as the pubic bone; however, while the groin dissection was being performed, the mesh arm was completely freed and removed. The vagina was copiously irrigated with gentamicin solution as it was confirmed that the was no additional mesh palpable or visible vaginally. A cystoscopy was performed, confirming normal appearance to urethra and bladder mucosa, without evidence of injury. On (B)(6) 2023, the patient returned for a post-op visit. She continued having some minor gray drainage from the right inguinal cleft wound; however, the wound was noted to be shallower than before. The physician noted the drainage might be due to granulation tissue, not a persistent infection. A silver nitrate treatment was applied in the clinic. On (B)(6) 2023, approximately 2 months after the sling excision and groin dissection, the patient still presented drainage at the groin wound site and noted it remained pink. There was no indication of fever, pain, or malaise and no longer has vaginal discharge. There is also no leakage and no incomplete emptying sensation. However, the patient did describe the previous silver nitrate treatment as quite painful. There were no further patient complications. Additional information received on september 16, 2024: as a result of the implantation, it was noted that the patient experienced mesh exposure/erosion, severe hip and back pain, abnormal bleedings, further urinary problems, infected bladder sling, vaginal discharge, fistula, recurrent urinary tract infections, recurrent abscesses with purulent drainage, and loss of enjoyment of life. Additional information received on august 29, 2025: on (B)(6) 2023, the patient presented for evaluation of vaginal mesh exposure. She has a history of transobturator sling placement and subsequently developed right hip pain that she was unable to walk and recurrent right groin abscesses beginning in 2021. Despite multiple evaluations, including CT imaging, cystoscopy, and dermatology consultation, no fistula was identified. During her second surgical intervention, mesh was visualized at the base of the sinus tract, although pathology did not confirm mesh presence. Currently, she has been reporting persistent mucopurulent drainage from a granulated right groin sinus tract, with pain relief during drainage. She suspects concurrent vaginal drainage, notes occasional vaginal spotting, and reports rare episodes of both stress and urge urinary incontinence. She denies prolapse, rectal leakage, bleeding, or urinary tract infections but reports passage of transrectal gas when gauze is placed near the lesion. Examination revealed a granulated sinus tract in the right groin fold with active mucopurulent drainage; culture obtained. No fluctuance noted. Vaginal exam revealed yellow discharge and visible mesh exposure (~1 cm) right of midline, with possible additional exposure or thin epithelialization on the left. No left groin tenderness. Urethral meatus and labia appeared normal; no significant prolapse noted. The patient was assessed with vaginal mesh exposure, recurrent groin abscess, and mixed urinary incontinence. A pelvic MRI with and without contrast was ordered to evaluate mesh position and the extent of infection, and a wound culture was obtained to guide perioperative antibiotic therapy. Surgical removal of the infected vaginal sling was planned to attempt complete removal of the vaginal portion; groin dissection was deferred pending general surgery support, and physician was consulted for possible groin mesh removal. The recent cystoscopy was to be reviewed, with intraoperative cystoscopy considered if the report was unavailable. The patient was strongly advised to cease smoking due to its negative impact on healing and complication risk. She was counseled that sling removal could worsen stress incontinence, and no concurrent anti-incontinence procedure was planned due to infection. Preoperative laboratory testing and clearance were initiated, with follow-up arranged via telemedicine. On (B)(6) 2023, the patient presented for postoperative evaluation, reporting minimal vaginal bleeding and low activity levels with avoidance of lifting more than five pounds. Her husband has been assisting with daily wound packing, noting scant tan discharge and a healthy wound bed. She previously completed a preoperative course of doxycycline, received intraoperative gentamicin irrigation, and was given IV gentamicin and vancomycin preoperatively, followed by a five-day postoperative course of augmentin. Pathology demonstrated vaginal mesh with reactive squamous mucosa, marked acute and chronic inflammation, mesh fragments, and numerous bacterial aggregates. Intraoperative cultures identified streptococcus viridans (susceptible to cefotaxime, levofloxacin, penicillin, and vancomycin) and coagulase-negative staphylococcus (susceptible to gentamicin, oxacillin, rifampin, and vancomycin), with no anaerobes isolated. The patient reports normal voiding with a strong stream, no straining, and no sensation of incomplete emptying. She denies dysuria, fever, chills, flank pain, or suprapubic discomfort, and has regular bowel movements without pain or medication. She noted one episode of urinary leakage following a sneeze. Genitourinary exam revealed normal external genitalia without lesions, but erythematous streaking with thick white discharge on the labial folds. Urinalysis was within normal limits except for a specific gravity of 1.015 and ph of 6.0. Urine culture was ordered for further analysis. The patient was assessed with vaginal candidiasis and postoperative status. Treatment was initiated with fluconazole 150 mg orally every 72 hours for six days, continued wound care, lifting restrictions, and gradual activity increase. She was instructed to avoid intercourse, swimming, and tub baths until cleared. Follow-up was scheduled in three and eight weeks, with a formal postoperative evaluation planned in two months. On (B)(6) 2023, the patient presented for evaluation following recent surgical procedure. She noted persistent drainage from the right groin wound, described as gray or serosanguineous, managed with gauze dressing. The wound remained pink, and she recalled prior silver nitrate treatment, which she found painful. Her main concern was the persistence of groin drainage. Physical examination revealed a right inguinal region with a 1 cm pinpoint opening and granulation tissue at the edge. No fluctuance or masses were detected. The patient was assessed with granulation tissue. The vaginal site was healing appropriately, and the groin drainage was attributed to granulation tissue. In the absence of significant drainage or fluctuance, further imaging was deferred; however, pelvic MRI may be considered if drainage persists to evaluate for residual abscess or mesh fragments. The patient expressed concern about residual mesh on the left side and was reassured that it is likely well-incorporated with minimal risk of spontaneous infection. Annual mesh surveillance was recommended once healing is complete. Follow-up was scheduled in six months and as needed. On (B)(6) 2023, the patient presented for follow-up evaluation, reporting minimal activity and occasional vaginal bleeding. She reported urinary urgency with infrequent urge incontinence, for which she wears a pad that is rarely wet, as well as rare leakage with coughing or sneezing. Bowel movements were regular, and she denied dysuria, fever, chills, flank pain, suprapubic discomfort, or urinary tract infections. The patient was assessed with urinary urgency and urinary frequency. She reported low bother from symptoms, with rare urge incontinence. Conservative management was recommended, including dietary modifications, pelvic floor exercises, fluid restriction to fifty to sixty ounces per day, reducing bladder irritants, and avoiding fluids within three hours of bedtime. Additional options such as urodynamic testing, bladder diary, ptns, interstim, and botox were reviewed. Annual mesh surveillance was scheduled in one year. On (B)(6) 2025, the patient presented for her annual mesh surveillance follow-up, last seen in (B)(6) 2023 under prior clinic ownership. She has a history of mesh excision, including sling removal and right groin dissection in (B)(6) 2023 for chronic mesh infection. Since surgery, she has done well and denies mesh-related symptoms such as vaginal discharge, bleeding, or pain. She reports occasional hip pain, which she does not associate with the prior procedure. Urinary symptoms are minimal, consisting of occasional urge-related leakage when her bladder is full. She wears a liner but does not consider the symptoms bothersome enough to pursue pharmacologic treatment or further intervention. She voids every three to four hours, sleeps through the night without nocturia, and denies urinary tract infection symptoms. The patient was assessed with mild urge incontinence, requiring no intervention at this time, and history of bladder suspension mesh erosion, now resolved following excision in 2023. Continued annual surveillance was recommended. Current medications include breztri aerosphere (160-9-4.8 mcg) inhalation and albuterol sulfate hfa (108 mcg) inhalation; the medication list was reviewed and reconciled. Annual follow-up was scheduled in one year.

Manufacturer narrative:
Block h11: blocks a2, b2, b5, b7, and h6 have been updated based on the additional information received. Block h6: the following imdrf patient codes capture the reportable events of: e2006 - exposure of the implanted vaginal mesh. E2326 - acute and chronic inflammation. E1906 - infected bladder sling. E172001 - abscess. E231501 - purulent discharge. E1310 - recurrent urinary tract infection. E2330 - severe hip and back pain. E2314 - fistula. E0506 - abnormal bleeding. E0206 - loss of enjoyment of life. E1302 - hematuria. E1901 - bacterial infection. The following imdrf impact codes capture the reportable events of: f2303 - silver nitrate treatment. F1905 - mesh revision. F1901 - additional surgery.